Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient had a rotated heart, resulting in poor imaging. One clip was deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2021, transthoracic echocardiography (tte) was performed and showed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the sdla. Two clips were successfully implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) and poor imaging were due to challenging patient anatomy. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Lastly, the reported unexpected medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.